Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that there were unspecified issues with the usb port on the pump that was causing difficulties charging the pump due to it being harder to plug the charging cable into the charging port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.